Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed, and the lv lead was found to be dislodged. The lv channel of the device was deactivated as an interim resolution. Revision procedure was anticipated. The patient was stable.